Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an arrhythmia alarm was noted on the display visually at the information center ix however no alarm was provided. If an alarm is expected to occur and no alarm is announced at the central, there is the potential for a delay in response to a patient if staff are not continuously viewing the information center ix display and are not aware of alarms occurring at other patient device. No patient harm was reported.